Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported device failed during surgery. When switching on, there was a system error. However, the device can now be restarted without a new error message. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "device failed during the operation" could be confirmed. The most probable root cause is dirt of the control valve which consequently show failure 3ff. This defect was detected by the power up self-test of the unit and consequently the ui400 was no longer operable. This is a safety feature of the unit which worked correctly. The additional detected defect of the error code 322/323 seen in the log file documentation is customer caused and is independent of the causative failure. The event is filed under internal karl storz complaint ID: (B)(4).